Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement. A report was received from health canada's canada vigilance program which states, "vasopressors and other IV medications had to be changed over to this pump as the previous IV pump failed. As operator started pump and stared inserting a general infusion for rl pump stopped working and read communication error. Pump malfunctioned and unusable as unsafe for patient."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.